Event description:
On (B)(6): customer reports via phone that staff were removing the injector powerhead from the table mount to move to another room for use, when the powerhead fell. There were no patients in the room and staff handling the powerhead was not injured. No reported injuries.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.